Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2017-10891. Concomitant medical products: part# 010000666, lot# 3441482, g7 pps ltd acetabular shl 58g, part# 110003628, lot# 3407340, biolox delta cer lnr 36mm g, part# 650-0662, lot# 3149972, delta ceramic fem hd 36/+3mm. Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient experienced mild pain (rarely moderate after unusual activity, and may take aspirin), uses the support of 1 crutch for walking, moderate trouble washing/drying, moderate trouble getting in or out of car, moderate trouble shopping, moderately difficult to climb stairs, and limping often. It was noted that pain has moderately interfered with the patient's usual work. Attempts have been made and no further information has been made available at this time.